Event description:
Reporter noted aspiration stopped during I/a. Irrigated tubing to clear, and it ruptured at cassette connection. New tubing used with same aspiration problem. Switched out unit to complete the case. After case, nurse found small buttons in cassette holder were stuck.